Event description:
The dealer alleges the 3gtq3-mcg power chair drives on its own. End user is stating that the chair will be stopped and it will jerk forward. End user is stating that the chair ran into the van, and left a dent on the passenger side front bumper.